Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher (B)(6) by dover on 24 march 2020 revealed that the pre-test calibration was out of specification and the test cut passed. Product repair of the device was performed by dover on 24 march 2020 which included the following: the device was disassembled, cleaned, tested, and calibrated to specifications the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the surgeon had a hard time cranking the mesh graft through during a procedure. No adverse events were reported as a result of this malfunction.